Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient received seven inappropriate treatments prior to passing. The patient was found unconscious in his home by his wife. The lifevest detected asystole with intermittent cardiac activity at 01:03:35 on (B)(6) 2016. The patient then received seven treatments from 01:04:11 to 01:08:59 while in asystole with intermittent cardiac activity. Oversensing low-amplitude cardiac signal contributed to the false detections. The patient remained in asystole with intermittent cardiac activity following the treatments. The electrode belt was disconnected at 01:43:17. The patient's wife reportedly called ems who started CPR. The patient passed away on 10/05/2016. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.